Event description:
(B)(6) reported the following event: during a scoliosis surgery, the tip end of the screwdriver shaft broke off during final tightening. The tip did not end up in the patient. The procedure was completed with a similar or like instrument. There was no reported delay to the surgery. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is on-going. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. The distal tip of the driver shaft was received fractured and remaining tip exhibits a slightly twisted lobe in counterclockwise direction. The liberated portion was not returned. This instrument is part of the matrix spine systems. The applicable technique guides and related literature were reviewed. The device is indicated for final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers besides the device reported however the additional literature refers only to selected alternative drivers based on compatible functionality. A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. Upon inspection of received driver shaft, the reported broken condition is confirmed. The distal tip was received fractured and remaining tip exhibits a slightly twisted lobe in counterclockwise direction indicating this failure occurred during loosening. The liberated portion was not returned. Evidence suggest this failure may have been caused by excessive torque applied; the fracture seen is consistent with laboratory testing previously conducted which demonstrates that yielding occurred at approximately 15nm and shearing occurred at greater than or equal to 20nm. It is likely that either the 10nm torque limiting handle was out of calibration or it was not used while trying to loosen a locking cap. However it is not clear how this instrument has been used prior to detection of this defect. A review of the applicable tabulated driver drawing was performed. This drawing calls out the appropriated dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was confirmed however it is not clear how the condition seen was caused; the design of the reported device was found to be adequate for its intended use and did not contribute to this complaint. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted / explanted. The review of the device history record showed that there were no ncrs or issues generated during production and manufacture of the product that would contribute to this complaint condition. No evaluation could be performed since no product was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.